Event description:
It was reported that a patient presented in clinic for unrelated reason. Upon interrogation, the pulse generator was found to be in backup vvi mode due to a power on reset. The device firmware was successfully reloaded on the device. No patient symptoms were reported.